Event description:
It was reported that the patient passed away due to profound intracranial hemorrhage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.